Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the device's sensor board was observed and the sensor board was replaced to address the issue. The device's sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board issue was due to the mt2 sensor being out of tolerance. Only the replaced component was returned to the manufacturer for evaluation.